Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the 1st obtuse marginal. On the same day, patient suffered a myocardial infarction in target vessel - rca. Investigator assessed that the event was not related to index device or antiplatelets medication. Sponsor assessed that the event was not related to antiplatelets medication and possibly related to index device. Patient is recovered. {update received 12 and 30 aug 2018 was also assessed}.

Manufacturer narrative:
The target vessel was involved in the mi, the rca was not the target vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the mi occurred in the lcx. An occlusion occurred in the 1st om branch which caused cardiac enzymes to rise. Cec assessed mi as a non q wave mi (tv), 3rd udmi peri pci in the graft of the 1st obtuse marginal from film review. Cec also assessed stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.